Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During the procedure, two mitraclip ntw clips were successfully implanted, reducing the mr to 1. The next day, one of the clips detached from the posterior leaflet in a single leaflet device attachment (slda) event. There was no patient consequences. No additional information was provided.

Event description:
This is filed for a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During the procedure, two mitraclip ntw clips were successfully implanted, reducing the mr to 1. The next day, one of the clips detached from the posterior leaflet in a single leaflet device attachment (slda) event. The mr increased to grade 2+. An additional procedure was performed to stabilize the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation was due to pre-existing patient anatomy. The reported recurrent mr was a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.